Event description:
It was reported that the pump battery was unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Corrected information: b5, annex a code a0902 and annex g code g02014.

Event description:
It was reported that the pump had a display issue which prevented the customer from being able to use the pump. There was no reported adverse impact to customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.